Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a vitrectomy surgery, irrigation failure had occurred and making the eye ball filled up and collapsing. It was confirmed that no surgical intervention was required. The surgery was kept to be continued and completed. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and was unable to confirm or replicate the reported event. The fluidics module was replaced as a preventative measure. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The fluidics module was received and a visual assessment of the returned sample revealed no obvious visual nonconformity. The returned fluidics module was installed into a calibrated system and the issue could not be replicated. The fluidics module was found to meet specifications therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).